Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high when comparing his blood glucose reading against his control solution result. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began sometime between (B)(6) 2013. The patient claimed he obtained (at an unspecified date/time) a blood glucose reading of ¿1024 mg/dl¿ with the subject meter. The patient manages his diabetes with unspecified doses of metformin and lantus insulin; the patient¿s testing frequency is not known and it is not clear if the patient suffers from other health conditions. According to the csr¿s documentation, in response to the alleged meter issue, the patient reportedly consumed more food/drink on (B)(6); the patient¿s blood glucose reading with the subject meter prior to consumption is not specified and it is not clear if the patient had tested with a secondary device after the alleged issue occurred. Per csr¿s documentation, as a result of the alleged meter issue, the patient reportedly developed ¿insulin shock¿ approximately a week later. It is not specified what type symptoms the patient had developed, his previous blood glucose reading prior to the onset of his symptom is not known, it is not clear what action the patient took in response to his previous reading, and it is not known if the patient had made any changes to his activity level, meals, or diabetes management before his ¿insulin shock¿ occurred. Per csr notes, the patient did not receive any form of medical intervention after the alleged meter issue occurred. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. Although the reported reading obtained on the subject meter was not verified and it is not clear how the subject meter contributed to the adverse event, this complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.